Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a 60-year-old female patient who had shunt malfunction during the use of chpv stunt (codman hakim programmable valve) (unknown ID) to treat primary hydrocephalus. "Concurrent conditions were reported as brain stem glioma and primary hydrocephalus. Not reported: family history, past medication, concomitant medication and co-suspect medication. " "on (B)(6) 2024, the patient was admitted in hospital and underwent chpv stunt placement (codman hakim programmable valve). During surgery, the shunt pressure was not reprogramming correctly. It was reported that, the team attempted to adjust the shunt pressure with various programmers under medical supervision and conducted an MRI (magnetic resonance imaging), but the shunt pressure remains stuck." "The programming was stuck at 80 mm h2o and cannot be increased beyond this point. When attempting to reset the programming to 100 mm h2o, it only sets to 30 mm h2o. The same issue occurs with other settings as well. It's worth noting that there were no findings suggestive of meningitis, no indication of high protein count, and no signs of an inverted shunt. It was reported that, given the information gathered and the discussions with the surgeon, it appears that the inserted shunt might be experiencing a malfunction. The patient's condition was not moveable."

Manufacturer narrative:
Device history record (DHR) update - review of the history device records was not possible as the lot number is unknown. Product ID update: 823148 - UDI (B)(4).

Manufacturer narrative:
The hakim valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.